Manufacturer narrative:
All available information was investigated and the reported retraction problem and physical resistance/sticking could not be confirmed during return device analysis. The reported gripper lever actuation was confirmed as resistance was noted while advancing the gripper lever. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and observed scratches on the delivery catheter (dc) handle coupler appears to be due to user technique/procedural circumstances which cascaded into the reported issues of physical resistance and retraction problem (operational context). The reported gripper lever resistance during actuation was confirmed; however, this is considered as a normal functionality of the device and not indicative of a product issue. A definitive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 91012u118) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the mean pressure gradient increased to 10mhg. Therefore, the leaflets were un-grasped, and the cds was removed with the clip attached. The mean pressure gradient returned to baseline. A second cds (91001u145) was advanced to the mitral valve, and the gripper arms were dropped simultaneously; however, there was a significant amount of tension when advancing the gripper lever. The clip was deployed, reducing mr. However, the mean pressure gradient was at 6.5mmhg. Additional treatment was not performed. The physician stated that both clip delivery systems had too much tension when advancing and retracting the dc handle. The patient is stable. One clip was implanted, reducing mr to 1+. There was no reported clinically significant delay in the procedure. No additional information was provided.